Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had an intermittent audio failed error message and loss of sound. The customer reported that the device was in clinical use on a patient but there was no patient harm or incident.